Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirts from pump during priming process and reservoir chipped and nicks in plastic the housing is cracking. Customer's blood glucose value was unknown at the time of the incident. The customer also report the unexplained no delivery alarm. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a cracked reservoir tube lip. Device passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. Device primed properly. (B)(4).